Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had a hip surgery and nerve ablation of the neck where the device was placed into surgery mode. In turn, the ipg could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail as the clinician programmer (cp) displayed "ipg repair attempted" then "connection problem with the generator" and could not connect. Surgical intervention may take place at a later date to address this issue.